Event description:
Philips received a complaint by the customer on the v60 indicating while servicing the device, it was observed that there was brown substance leaking out of the blower. It was reported there was no patient involvement at the time the issue was discovered. It was confirmed that the customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.